Event description:
During the repair of a labral tear the surgeon implanted a 3.5mm anchor and the knot manipulator cut the suture. The surgeon tried to rethread the anchor with new suture, which was unsuccessful so he had to remove the 3.5-mm anchor and suture from the patient. He then implanted another anchor with the same result. He removed this anchor and suture from the patient. A third anchor was implanted successfully. A delay of over 1-hour resulted. No patient injury or complications resulted from this incident.